Event description:
It was reported to medtronic neurosurgery that a patient was experiencing signs of underdrainage. Allegedly, the reservoir of the valve was not filling appropriately. It was reported that upon opening the patient, the doctor noted that the choroid plexus was blocking the draining, and after testing the valve, allegedly, was not draining as efficiently as the doctor would like.

Manufacturer narrative:
The device was returned, but has not yet been evaluated. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.